Manufacturer narrative:
H3. The devices were returned and no analysis was complete due to non-analyzable medical issue (infection) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# hg6ty7v05 implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient had a preoperative diagnosis of meningitis. The patient's pain pump was placed 2 weeks prior to their procedure, on (B)(6) 2023, and the patient had wound leaking for 1 week. He had neck stiffness and fevers. Wound culture with skin flora and csf culture pending. Given the meningitis and wound infection with implanted hardware exploration, washout, removal of pain pump catheter, and hardware and possible placement of lumbar drain was planned. The patient understood they may need further operations for wound revision or csf leak repair. During the procedure the hcp inserted a touhy needle at l4/5 and a lumbar drain was inserted after the stylet was removed and csf egress was noted. The drain was then tunneled laterally and secured and attached to a collection system. Purulence was noted superficially that tracked down to the fascia. A substance appearing like tisseel was removed and sent for culture. The wound was swabbed and sent for culture. There was spinal fluid leaking through the muscle layer. The intrathecal catheter and pump were removed. The wounds were irrigated and debrided of infectious appearing tissue. No further information was reported.